Event description:
It was reported that during a gastric sleeve procedure, the surgeon has noted staple malformations. The surgeon uses the green reload and a gore patch. In addition, he waits 15 seconds for pre-compression before firing. Sometimes the surgeon has to over-sew the staple line. No adverse event reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.